Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited emergency room due to high blood glucose on unknown date with unknown blood glucose level. Customer had reported the blood glucose level of 700 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had received insulin flow block alarm. No further complications were reported. Troubleshooting was not performed. The device will not be returned for analysis.